Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had frequent driveline fault alarms. They stated that they never heard the alarms. The patient had a driveline repair in (B)(6) 2021 (captured in (B)(4)). As of (B)(6) 2021, only logs were periodically received. A review of the log files revealed persistent dl fault events throughout the log. No low speed or pump stop events were noted and in looking at the driveline wire data it appeared that the problem wire has not fatigued any further and all the remaining wires were functioning as intended. It was noted that with software 7.29 driveline faults will not alarm or show anything on the lcd screen of the controller.

Manufacturer narrative:
Section b5: the patient's driveline repair in august of 2021 was previously reported under manufacturer report number 2916596-2021-04511. The driveline faults captured in the patient's log file from december of 2021 was reported under manufacturer report number 2916596-2021-07469. Manufacturer's investigation conclusion review of the log file provided by the account confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. The submitted log file captured the pump operating at a fixed speed of 9200 rpm with a low-speed limit of 8800 rpm. The log file captured long continuous strings of driveline faults accompanied by yellow wrench advisories throughout the event history. A total of 178 driveline faults were captured. The account indicated that this is a known driveline fault issue. Based on our complaint history and similarly reported events, the data captured in the log file appears consistent with potential driveline wire compromise; however, a specific cause for the driveline fault alarms cannot be conclusively determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The heartmate ii lvas IFU, rev. H, and the heartmate ii patient handbook, rev g, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 04dec2014. No further information was provided. The manufacturer is closing the file on this event.